Event description:
It was reported that a one-link catheter set had a leak of an unknown chemotherapy drug. The reporter stated that the drug had ¿eaten through the set.¿ the exact location of the leak was not reported. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.